Event description:
Additional information received reported that the patient was receiving effective therapy following the replacement. It was stated that the patient's rash has subsided/resolved.

Event description:
It was reported there was severe cutaneous inflammatory response to adhesives post stimulator replacement and attempted lead revision. It was noted the issue resolved without sequelae on (B)(6) 2013. A dexamethasone injection was given. Intervention included medication adjustment, dose, and route of administration. Betamethasone daily with showers with cool water and sterile dressing with neosporin over the incision site was part of the intervention. An abdominal tube top was also noted as an intervention. Symptoms included severe itching, redness, erythema, and indurate skin radiating 12 to 15 cm from the surgical incision.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3887-33, lot # j0428115v, implanted: (B)(6) 2004, product type lead; product ID 3887-33, lot # j0428115v, implanted: (B)(6) 2004, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6)2005, product type extension. (B)(4).

Event description:
It was reported that there was a coupling problem. It was stated that the patient was ¿replaced on (B)(6) 2013.¿ it was reported that the physician instructed the patient to start charging. It was stated that the patient tried to charge the night before report and patient did not get any black boxes. It was reported that stim was on, recharger battery was almost full and implantable neurostimulator (ins) battery showed a quarter charged. It was reported that an antenna locate feature was used but it was unsuccessful. It was further reported that there was swelling at the implant site. It was reported that the patient¿s next appointment was going to be on (B)(6) 2013. Additional information reported that the ins could communicate with patient programmer, clinician programmer but could not communicate with recharger. Patient had been given permission to try once wound healed and had not yet been successful. It was reported that there was some swelling still. Patient did try with another recharger and was still unsuccessful. It was reported that it was able to ¿turn on and off with both rechargers.¿ it was further reported that the patient had a reaction to the tape used in surgery and post operatively had a lot of inflammation and tender to touch. It was reported that the patient was ¿1/4 to ½ charge.¿ it was stated that they could ¿feel outer edge on one side only.¿ it was reported that patient was still unable to get any coupling bars. Another recharger was tried and still no coupling. It was reported that the ins was completely empty. It was reported that the clinician programmer displayed ¿charge now.¿ it was reported that an antenna locate feature was attempted but not successful. It was reported that the ins was sutured in. It was reported that the site had been red, swollen, infection due to a reaction to surgical tape. It was further reported that it seemed less on day of report. It was reported that a ¿floro¿ had been scheduled to view the ins.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) serial # (B)(4) found no significant anomalies. The ins was received requiring a battery recharge. According to the trace report obtained from the ins the total recharge count is 38. Three of the last 5 recorded recharge sessions were less than 1 minute in duration. The recharge performed on (B)(6) 2013 lasted for 43 minutes with the battery level remaining at 3.675v; indicating a potential coupling issue. The coupling records of the last 5 patient recharge sessions show zero connection. The battery discharged to the lock mode on (B)(6) 2013. The battery was recharged when received in the analysis lab. The insr had full coupling at room temperature and the session lasted for 10 hours and 2 minutes. The battery charged from 3.500v to 4.070v. Testing of the recharge function of this ins found it to be functioning normally. The ins battery was discharged using the following parameters; (amp-10.5v, pw-400us, rate-60hz, e0 (-), e3 (+), and 750 ohm load). The output was turned on and the ins battery was allowed to drain until it went into the lock mode. The battery was then recharged at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 4 hours and 24 minutes from 3.635v to 4.060v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3887-33 lot# j0428115v serial# implanted: (B)(6) 2004, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
Additional information reported that the doctor was to revise the pocket for better coupling. It was noted that the manufacturer's representative planned to test the ins intra-operatively. It was noted that the ins would be replaced if coupling problems were observed intra-operatively. It was later noted that the patient's device system was partially explanted on (B)(6), 2013. The original ins was replaced with a new restore sensor. It was noted that the original was tested intra-operatively, and had 0 coupling bars at first connection with charger, but had all 8 when the connection was reestablished. It was noted that the doctor was concerned that the device "may not be functioning correctly" it was noted that the original ins would be returned to the manufacturer. It was also noted that the patient had a reaction to the tape from previous implant which became a "severe rash" which was being managed by doctor. The patient's status was reported as alive with no injury, no symptoms, and no complications associated with the event at the time of report. Additionally it was reported that the ins had been "loose in the lower abdomen." It was noted that the event was not likely related to the implant procedure but likely related to the device or therapy. It was reported that the patient had "increased pain due to loss of stimulation." It was reported that it was unknown if a culture was taken of the infection that reportedly covered the patient's "entire back and abdomen." It was reported that there were "no malfunctions seen. Implant seemed to be too deep." It was additionally clarified that the doctor repositioned the ins to a depth of 1 cm before intra-operative testing. If additional information is received, a supplemental report will be filed.